Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative. It was reported that the patient's ins was overdischarged and they needed a jump start. A physician mode reset was started at the doctor's office. There was a power on reset (por) message and the patient charged the ins to 3/4 charge. The por was cleared and the patient was receiving effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the poor communication message appeared on the patient programmer (pp) and the patient needed the device to work because they had an MRI for their brain. The antenna was secured in place and the pp was placed directly over the implantable neurostimulator (ins), but the poor communication issue did not resolve. The implantable neurostimulator recharger (insr) would not communicate with the ins, the last successful recharge session was on the night prior to the report and the morning of the report, the insr showed 100% charged and the ins battery level showed ¾ charged. When the patient connected to the insr, it displayed the ¿reposition antenna¿ screen and they noted that they haven¿t seen the coupling bars when charging for a couple of months. Lastly, the patient noted that they had a couple of bad falls in the month prior to the report. The patient was re-directed to their healthcare professional (hcp) to address the issues. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.